Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, the patient underwent a mitraclip procedure and the transseptal puncture (tsp) had a biodirectional shunt. The tsp was posterior and mid; the dimensions were 13mm x 10mm and was measured via transesophageal echocardiogram (tee). Therefore, a 15mm amplatzer septal occluder was implanted into the tsp with no reported complications. Stability check was performed and no leak was observed around the lobe of the occluder. On (B)(6) 2024, the septal occluder had dislodged completely from the tsp and ended up in the left atrium. The dislodged occluder did not cause any blockage of blood flow and was percutaneously removed from the patient. The patient was asymptomatic. The physician alleged that the cause of dislodgement was due to not sizing correctly. A new, larger sized amplatzer septal occluder was successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of migration or expulsion of device (device embolization) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the reported device embolization appears to be related to procedural condition (not sizing correctly). The reported surgical intervention was a resulted of case-specific circumstances. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.